Event description:
It was reported that a (B)(6) year-old female patient underwent a primary breast augmentation procedure with a mentor smooth round moderate plus profile 475cc saline breast prosthesis that deflated post implantation. Deflation of the patient¿s right breast prosthesis was diagnosed via a physical exam. As a result, the patient is scheduled to undergo explantation on (B)(6) 2022.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and an associated nonconformance was found. The nonconformance will be handled through mentor¿s quality system. Reason for device explant and/or reoperation: breast prosthesis deflation. Explantation month, day, and year: (B)(6), 2022. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 17-jun-2022, the mentor failure analysis lab received the device for evaluation. On 24-jun-2022, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information received, the patient experienced deflation in the breast implant. The product was returned to mentor for evaluation. Mentor then conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample determined that the breast implant was found to be deflated. A tear was observed on the anterior and extended to the posterior aspect measuring approximately (7.5) cm. Microscopic examination was performed on the edges of the tear, and parallel striations were found in an area of the tear on the posterior aspect, measuring approximately 0.5 cm. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause in the remaining area of the tear could not be identified. A second product was received (lot #9554349). No adverse events were reported for this concomitant (contralateral) device. Therefore, no further analysis is required. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).